Manufacturer narrative:
One device received for investigation in good physical condition. During the functional testing it was found the control knob is moving back by itself. Based on the evidence the reported issue was able to be confirmed. The device was found to have insufficient friction (torsional resistance), which allows the attached tubing to push or pull the tidal volume control away from maximum or minimum end-stops. Which the root causes is related to the manufacturing process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during an annual ppm, a fault with the tidal volume control re-bounding, was discovered. There was no patient involvement.